Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A premature decrease in battery longevity was observed during a follow up two years prior. During the most recent follow up on (B)(6) 2020 a lower battery reserve was observed in which surgical intervention was planned. This device was explanted and replaced. No further adverse patient effects. This pacemaker was returned to boston scientific for analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A premature decrease in battery longevity was observed during a follow up two years prior. During the most recent follow up on june 2020 a lower battery reserve was observed in which surgical intervention was planned. This device was explanted and replaced. No further adverse patient effects. This pacemaker was returned to boston scientific for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.